Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: a report which consists of two photos showing a syringe stopper with a small white substance, was provided. The report indicates testing was performed and the particle is consistent with a plastic particle. Additionally, seven syringes of lot 2310049, eight samples of lot 2311021, nine samples of lot 2308779, and nine samples of lot 231220 were provided to our quality team for investigation. No samples of lot 2401010 or 2307101 were received. Through visual inspection, a white deposit was observed in three syringes from lot 2310049. No particles or other substances could be visually observed on any of the other devices. Characterization testing was performed to identify the composition of the particles and results found they were consistent with polypropylene particles mixed with silicone. A device history review was performed for the reported lot 2307101, 2308779, 2310049, 2311021, 2312020, and 2401010, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer used to remove any polypropylene particles inside the barrel. Manufacturing equipment is protected to avoid particles from generating during movement of the pieces within the machines and all equipment undergoes routine cleaning. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the particles likely generated during the movement of the product within the manufacturing equipment during the assembly process. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends

Event description:
No additional information.

Event description:
Following previous communication related to the issue of plastic particles inside syringes, we summarize in the present report all details about the issue, including reference to additional batches involved and results of checks performed on the products. We received the initial notification of the issue by our customer, who found plastic particles in the finished product received. The issue was discovered initially on one batch of finished product, where the lot 2302108 of 50 ml syringe (code 300223) was used: adria med has already sent a notification to bd on the lot 2302108 (on april 18th,2024). After further check, the customer found the same issue on additional batches of finished product and also another batch of syringes resulted involved: batch 2307101 of the same code 300223. Due to the impact of the issue, adria med has performed an investigation on all batches of syringes in stock, code: 300223 (50 ml) batch 2307101 2308779 2310049 2311021 2312020 2401010. On all batches above, a visual inspection with optical stereomicroscope has been performed by accredited laboratory, in order to check the presence of foreign matter (plastic particles). In all batches, plastic particles have been found.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Additional batches reported: batch: 2307101 batch creation date: 2023-07-06 batch expiration date: 2028-06-30. Batch: 2308779 batch creation date: 2023-07-27 batch expiration date: 2028-07-31. Batch: 2310049 batch creation date: 2023-09-26 batch expiration date: 2028-09-30 . Batch: 2311021 batch creation date: 2023-10-23 batch expiration date: 2028-10-31. Batch: 2312020 batch creation date: 2023-10-23 batch expiration date: 2028-10-31.